Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number(B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke, localized infection, sepsis, bleeding, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The heartmate 3 IFU also lists neurological dysfunction and arrhythmia as potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system in section 6, ¿patient care and management¿. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also provides care instructions regarding preventing infection. The heartmate 3 lvas patient handbook also outlines care instructions for preventing infection in various sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2018 to (B)(6) 2018. On the afternoon of (B)(6) 2018, the patient was noted to be more lethargic and less responsive, and only talking in 1-2 word sentences. The patient's temperature at home was noted to be 101 degrees fahrenheit and they had mild nausea (B)(6)2018 and (B)(6)2018 with no diarrhea. There was an area of drainage noted on the patient's sternal wound that was bleeding. Emergency medical services were called and the patient was taken to the hospital where the patient was noted to be hypoxic with 77% oxygen saturation. They were placed on a non-rebreather and transferred to a different medical center. In the emergency room, their temperature was noted to be 102.4 degrees fahrenheit. Blood cultures were drawn. 1 liter of intravenous fluid was given. Cefepime and vancomycin were initiated. The patient was placed on bilevel positive airway pressure for increased work of breathing and tachypnea. Oxygen saturation at the time was 88%. A head computed tomography scan revealed a small subarachnoid hemorrhage. The patient later developed severe sepsis due to methicillin-susceptible staphylococcus aureus bacteremia, and was followed by the infectious diseases department for treatment. On (B)(6) 2018, the patient underwent sternal debridement and washout and had a wound vacuum-assisted closure (vac) placed. On (B)(6)2018, they underwent an omentum flap and mediastinum washout and had their wound vac changed. On (B)(6) 2018, they underwent a sternal washout. On (B)(6)2018, they had another sternal washout and had their chest closed. On (B)(6) 2018, they underwent a chest washout. The patient also reportedly experienced acute respiratory failure requiring mechanical ventilation. The patient was intubated for their return to the operating room (or) for surgical wound revision but was unable to wean the ventilator and was given a tracheostomy on 9/24. This tracheostomy was still present on the patient's hospital discharge to rehabilitation. Cardiomegaly and left pleural effusion were reported. The patient also experienced atrial fibrillation on (B)(6)2018 and became symptomatic with rapid ventricular response and hypotension. On (B)(6) 2018, they underwent cardioversion and were started on amiodarone bolus and drops (gtt). On (B)(6) 2018, the patient again received direct current cardioversion for atrial fibrillation with rapid ventricular response. On (B)(6) 2018, the patient had a possible seizure and became unresponsive. Leading up to this event, the patient had been on a tracheostomy collar all day and became obtunded. He was placed back on a ventilator for hypercarbia which resolved. He was interactive and communicating with the nurse. His heartmate pump speed suddenly dropped to 2 then came back immediately to 3.5. He then had what appeared to be a seizure and became unresponsive with downward gaze to the right in the left eye only. Upon later evaluation, the patient was unresponsive with bilateral nystagmus. There was concern for either hemorrhagic stroke or a seizure. The patient was started on keppra. On (B)(6)2018, an eeg came back consistent with encephalopathy but no seizure activity, but keppra was continued. A computed tomography scan on (B)(6)2018 and a follow up on (B)(6)2018 both showed no sign of new infarction.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 29 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists stroke, localized, driveline, pump pocket or pseudo pocket infection, and bleeding as adverse events and neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides details regarding the recommended anticoagulation therapy and inr range. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. A review of the device history records revealed the device met applicable specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was noted to be more lethargic and less responsive, only talking in 1-2 word sentences on the afternoon of (B)(6) 2018. The patient's temperature at home was noted to be 101 degrees fahrenheit and had mild nausea yesterday and today. No diarrhea. There was an area of drainage noted on the patient's sternal wound that was bleeding. Emergency medical services were called and the patient was noted to be hypoxic 77%. Placed on non-rebreather and transferred. In the emergency room, temperature was noted to be 102.4 degrees fahrenheit. Blood cultures were drawn. 1 liter of intravenous fluid was given. Cefepime and vancomycin were initiated. The patient was placed on bilevel positive airway pressure (bipap) for increased work of breathing and tachypnea. Oxygen saturation at the time was 88%. A head computed tomography (CT) scan demonstrated a small subarachnoid hemorrhage. No additional information was provided.